Event description:
Related manufacturing reference number: 2017865-2023-45338. Related manufacturing reference number: 2017865-2023-45340. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold and the left ventricular (lv) lead exhibited loss of capture. The physician decided to explant and replace both leads. During the procedure, it was noted that the right atrial (ra) lead was attached to the rv and lv leads. The leads were all explanted and the rv and lv leads were replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. Final analysis found only the distal segment of the lead was returned in one piece. This returned portion of the lead was received separated from the atrial and left ventricular leads mentioned in the field. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examinations of the lead did not find any anomalies except for the damages found consistent with procedural damage.